Event description:
It was reported that the device had a motor rate error. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. Worn out clutch parts and a defective motor were found to be the cause of the issue. The left and right clutch, clutch spring, worm coupling, worm gear, and motor were replaced to fix the issue.